Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. A device failure was not identified in the article, only procedural complications. The IFU lists the potential complications: "potential adverse events associated with papillotomy include, but are not limited to: pancreatitis, bleeding, perforation, and infection". Prior to distribution, all fusion triple lumen needle knife devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Aloysius m, goyal h, nikumbh t, shah nj, hammoud gm, mutha p, joseph-talreja m, john s, aswath g, wadhwa v, thosani n. Endoscopic retrograde cholangiopancreatography-related early perforations: a study of effects of procedure duration, complexity, and endoscopist experience. World j gastrointest endosc 2023; 15(11): 641-648.

Event description:
Cook became aware of the clinical literature article involving a cook fusion triple lumen needle knife. It was reported that during 14153 ercps performed by 258 endoscopists at 48 facilities were analyzed. 20 perf (0.14%) were reported among 16 endoscopists. Pre-existing conditions: pancreatic pseudocyst drainage perforations were reported during use, no information was provided regarding intervention.